Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the critical care and vascular access team have been experiencing tubing sets cracking at the male luer connection. There was no report of patient harm.

Manufacturer narrative:
The customer stated that the patient was an adult.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.